Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: call service alarms were observed in the black box and history. No alarms were reproduced during the investigation. There was visible moisture observed in the display. The pump was opened and removed from the case; moisture and corrosion was observed on the motor flex connector and ir port.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.